Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the pump had been stopped so he didn't want it restarting. They planned to take the pump out soon since he didn't really need it anymore. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration at unknown dose), morphine (unknown concentration at 3mg/day), and an unknown drug (unknown concentration at unknown dose) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that in (B)(6) 2019, the patient went to the hospital for reasons not related to the pump. While he was in the hospital, he ran out of medication. The healthcare provider (hcp) he was seeing filling his pump then told the patient he would need to find a different hcp because they were no longer going to be filling pumps. The patient found another hcp to fill the pump but the pump was not working. The hcp filled the pump but the alarm was still going off. The alarm had been going off for 30 days, as of (B)(6) 2019. The patient seemed to hear two different alarms. Alarm descriptions were reviewed and the patient said he was hearing both of them. The patient had an appointment on (B)(6) 2019 which was a consultation to discuss what the patient wanted to do. No symptoms were reported. There were no further complications reported at this time.